Manufacturer narrative:
We have not received any similar MDR, complaints or service request for the same product over the past three years. There is no changes on the design of the item. The static load test and fatigue test reports are shown in the attachment. Please find the inspection record as attached. The manufacture date of this particular piece of device is 09/08/2021

Event description:
We received the email from our customer drive, the details as below: please find attached a copy of the drive medwatch report # 2438477-2023-00002. The medical device involved in the incident is a slvesprt2,16in slvrveindetdsk,swgft,1/cs, model number ssp216dda-sf. The serial number is (B)(6). Please refer to the medwatch report for information about the event. As of today, the product in question has not been returned to drive medical for evaluation. Drive devilbiss healthcare was notified of an incident involving a wheelchair by an end user, who stated that she was using the wheelchair "on the sidewalk up a ramp," when it was "raining a lot and cold," and where "there were a lot of leaves so it was slippery." She was reportedly "thrown out of the chair" and was rendered unconscious. When she regained consciousness, "the chair was on top of her," and she sustained 3 broken ribs. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.